Manufacturer narrative:
Additional information was provided in d.4., d.9., h.3., h.6. And h.11. The used company cartridge for lot 15976082 was returned taped inside a plastic bag. Seven unopened company cartridges were also returned for lot 15976082. The used company cartridge was microscopically examined. Viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. No tip damage was observed. The used company cartridge was cleaned to remove the viscoelastic for further evaluation. No damage or abnormalities were observed after removal of the viscoelastic. No sharp areas were observed on the tip. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A qualified handpiece was indicated with a non-qualified viscoelastic. The lens model/diopter was not provided. It is unknown if a qualified lens was used. The used company cartridge was retuned for evaluation. The used company cartridge was microscopically examined. No damage or tip abnormalities were observed. No sharp areas were observed. The seven returned unopened samples for the complaint lot were opened and evaluated. No damage or abnormalities observed. No sharp areas were observed on the tip. Company cartridge tips may have a slight uneven appearance, however, this due to the soft and flexible coating material on the beveled edge of the tip. The lens model/diopter was not provided. It is unknown if a qualified lens/model diopter was used. A non-qualified viscoelastic was indicated. The instructions for use (IFU) instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular implant procedure, surgeon used company cartridge on a case which he felt the tip of the cartridge caused ruptured bag. Patient was referred out for vitrectomy. Additional information received stating that there was posterior capsular rupture and vitreous prolapse to anterior chamber. This issue with complaint product noticed when inserted the lens. The originally scheduled procedure completed the same day and lens was left implanted. The suspected cause of the tear was company cartridge. Patient was doing well postoperatively.